Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced a loss of therapy. A catheter access port dye study and catheter pump connector surgical exploration was performed about one to two weeks prior. The dye study and surgical exploration were negative. It was unknown if there were any volume discrepancies prior to the procedures. The patient was seen in the office recently; the expected residual volume was 5.2 ml; the actual residual volume was 16.5 ml. Further troubleshooting was being considered. Additional information has been requested but was not available at the time of this report.